Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that insulin pump received a button error alarm. Customer's blood glucose was 536 mg/dl and was treated with insulin pump. Troubleshooting could not be performed and customer was not available with insulin pump. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms. The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip and a missing end cap.